Event description:
Customer reported that he had unexplained high and low blood glucose. He called the paramedics and was hospitalized due to high and low blood glucose. The high blood glucose reading was 450 mg/dl at the time the paramedics arrived. The blood glucose dropped and he was 54 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.